Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due diabetes ketoacidosis and high blood glucose on (B)(6) 2020 currently apart from this the customer was hospitalized a total of 5 times but she only remembers that she was hospitalized sometime in (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020 also customer was so confused during each incident that she does not remember specific incident dates nor does she remember specific details of each incident. Blood glucose level at the time of the incident was over 600 mg/dl. Customer stated that customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer had broken reservoir retainer ring. Customer was treated with intravenous drip. The insulin pump will not be returned for analysis.